Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 2: three (3) physical samples without packaging were provided for evaluation. The sets were decontaminated and functionally leak tested. During testing it was noted that the connector was cracked where the caresite valve is connected. It was determined that the leakage was occurring from the filter. The sample and all available information were forwarded to the supplier to investigate. An investigation by supplier determined that the leakage was present from the noted crack in the female luer conector. During the suppliers investigation the sample was also found to be fragile, and the crack is in the weakest area of the part. Unfortunately, without having any more batch information it is not possible to perform any batch review to identify events during the molding process that could have generated the weakness. However, the supplier does not have any record of parts with female luer cone out of spec in the database of our internal nonconformities. While we are unable to confirm the possible cause of the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: end user reports, "we are having issues with our t-port connectors for IV tubing. They are cracking and leaking. Samples have blood on them from the leakage. This can lead to potential infection and also loss of ivf to the patient." No injury reported.